Event description:
It was reported that the customer had issues with the insulin pump's sensor. The customer received two sensor errors and the sensor went out of calibration. The insulin pump went into threshold suspend when his blood glucose level was 300 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.